Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the cause of the issue was unable to be determined without further information since the behavior could not be replicated during the system checkout. The leica microscope was calibrated and the accuracy was re-established. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The leica microscope was calibrated and accuracy was reestablished. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the microscope was inaccurate. The medtronic representative checked the system and found about a 10mm depth inaccuracy. The medtronic representative attempted to re-calibrate the scope. The site proceeded with a scope probe. The surgery was completed with navigation and there was no impact on patient outcome.